Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The mother of the customer reported a no delivery alarm from the insulin pump. The mother of the customer reported that they were using a replacement insulin pump when the alarm occurred. The mother of the customer also reported a similar issue with the original insulin pump that was replaced. The mother of the customer was driving at the time of the call and was unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).